Event description:
A report was received that a cyst had formed on the patient's ipg site. The patient was seen in the ER and was prescribed antibiotics. The physician then informed the bsn sales representative that the patient underwent an explant procedure due to an infection at the pocket site. The physician explanted the patient's entire system. The patient's symptoms included the pocket site opening, drainage, and pus. The physician does not believe the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead with platnalock technology - 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.